Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed that there were loose pitch cables found at the instrument's wrist; however, they were not visibly broken. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the back end of the instrument. The instrument's housing was removed, which revealed a broken grip cable near the back idler pulleys cable groove. The clamping pulleys exhibit white residue around cable grooves. No other damage found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified broken wire on the tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.